Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address varus/valgus instability, pain and loosening of the tibial component at the cement to implant interface. Unknown cement was used. Nothing further information. No surgical delay. Doi: unknown; dor: (B)(6) 2020; left knee.

Event description:
A. Please verify if the reported femoral component is an attune or sigma product. In the der, the reported products are attune ps femur, 2.5 attune rp and attune rp ps 17.5 poly. While upon entering the reported lot numbers in the ecm, these products were captured: mbt cem keel tib tray sz2.5 (129433125/2167789) and pfc sigmarp stb tb in 3 17.5 (962134/3063228). B. Event description states, "patient has been revised 3 times prior" and in the additional information received, it was stated that "unaware of prior complaint or der reports". Please clarify if the previous revisions involves depuy products? If yes, please provide reason for revision and product details of the explanted devices. Answer: not sure if prior surgeries were depuy products or not. Patient was sent this facility from out of the area, from what I was told.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed. H10 additional narrative: added: b5.